Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely when there were alerts received for non-sustained right ventricular oversensing. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves. There was no intervention performed, and there were no patient symptoms or consequences.